Event description:
This was a malfunction of a diagnostic x-ray system with a motorized "c-arm" structure. A radiology tech was preparing the device for an x-ray procedure and while lowering the c-arm portion of the stand, the unit lost power causing the "c-arm" to move downwards in an uncontrolled state and it stopped when it hit a gurney table. After this happened, the system could not be moved vertically upwards so the local svc co was called to investigate the problem. This problem occurred twice subsequently, once during servicing and once prior to a procedure. In all cases there were no pts involved.

Manufacturer narrative:
During an investigation by the MFR, it was determined that all the malfunctions were due to installation errors. A subsequent malfunction was due to a wiring error made by the svc organization. The root cause of the initial problem turned out to be a wiring difference between the original tube stand and a replacement tube stand. The customer had ordered a replacement system which included the longer cables desired by the customer. In a system, tube stands are matched with their control cabinets and are tested together. When the replacement system arrived, the svc organization changed only the tube stand, and not the control cabinet. This created an incompatibility which caused the brake failure. The tube stand and control cabinet should both have been replaced together. A third malfunction occurred which was caused by a poorly crimped connection made by the svc organization. Conclusion: all failures were caused by faulty installation(s), not by defective equipment.